Event description:
Customer reported system displays charger and iris pot errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and attempted repair. Customer has decided to retire system and take it out of service. This MDR is related to ge healthcare complaint number.